Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients log files were sent for review. The event log file contained data from 21may2025 16:16 to 23may2025 16:31. The event log captured ¿backup battery not installed¿ on 23may2025 at 16:31. The log captured ¿reset controller¿ which indicated loss of all power to the controller. Controller clock corrupt and pump event were captured. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible the mcs equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas) serial number: (B)(6), were reported or identified through this evaluation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section of 50099-0021-011. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of death was determined to have been metastatic renal cell carcinoma. The death was not considered to have device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
No controller exchange occurred. Support was not ongoing because the patient passed away. The patient's controller was connected to a demo pump (B)(6) to download data.

Manufacturer narrative:
B3: date of death is unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Further review of the log files indicated that the controller (B)(6) was connected to pump (B)(6) until (B)(6) 2025.

Manufacturer narrative:
A1-a6 patient information updated. D4: product information updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.